Event description:
Procedure type: colectomy. According to the reporter: half of the jaw broke off and fell into the pt. An x-ray was not taken. The part remains in the pt. Completion of the case could not be reported. There was no delay in operating room time, bleeding or tissue damage.

Manufacturer narrative:
(B) (4).